Event description:
The account alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail is missing the retaining ring. The technician replaced the side rail retaining ring to resolve the issue.